Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that while in a spinal fusion procedure, the mobile view station (mvs) did not start when the system was started to use the imaging system. Rebooting the system resolved the issue and the procedure was continued and completed. After the procedure had been completed, the system was shut down and when turned back on; the mvs did not start again. Rebooting the system multiple times did not resolve this issue. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Onsite investigation suspected that the mvs computer was the root cause of the reported event. Replacement of the computer resolved the issue. No further issues were reported. Analysis of the returned mvs computer could not confirm any failure as it passed testing and functioned as expected without any issues. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the mobile view station (mvs) did not start when the system was started to use the imaging system. Rebooting the system resolved the issue and the procedure was continued and completed. After the procedure had been completed, the system was shut down and when turned back on; the mvs did not start again. Rebooting the system multiple times did not resolve this issue. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.